Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 55 ohms to 102 ohms one day post device implant. A loose setscrew in the device header was identified. An invasive procedure was performed. The pocket was reopened and the setscrew was tightened and shock impedance measurements were noted to be stable at 40 ohms. This product remains implanted and in service. No additional adverse patient effects were reported.